Manufacturer narrative:
We have inspected the qc documents of the affected batch and the quality inspection forms as well as the material certificates showed no deviations and complies with the specifications. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. Further information - x-rays, patient data, ... Was not provided, but already requested. As soon further information from the hospital/distributor gets available a follow-up report will be submitted.

Event description:
It was reported that a pelvic j-plate broke approx. 9 months post-op.